Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support. Customer continued to use the pump for insulin therapy.